Event description:
An office manager reported a patient who is not seeing well three months following intraocular lens (iol) implant surgery. She stated that there is no good explanation for the event, as the lens is well centered and the corneal and macula are normal. The patient does not want to have the iol exchanged. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).